Manufacturer narrative:
Zoll medical corp has not received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the device powered on without display. Complainant indicated that there was no pt involvement in the reported malfunction.